Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on c-arm power supplies were evaluated and readjusted. The power supply connectors were cleaned and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed a control panel error and a communication error. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.